Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer reportedly is alternating between pump and manual insulin therapy. Customer's blood glucose was 250-300 mg/dl.